Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, the patient's bladder was perforated. The perforation was visualized during cystoscopy. The procedure was completed with this device. It was reported that the patient will be catheterized for one week following the procedure. No other treatment was administered for the perforation. The patient's condition at the conclusion of the procedure was reported to be "stable" and "doing well".

Event description:
According to the complainant, the patient is fine post catheterization.

Manufacturer narrative:
Additional information was received from the complainant on november 1, 2010 stating that the patient is fine post catheterization.